Event description:
It was reported that upon opening the package, a contamination of foreign material was allegedly found. The procedure was completed by using another device. There was no reported patient involvement.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of forty for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: four impra eptfe patches was received for evaluation. Upon visual evaluation, black foreign material was noted on the outside of the inner packaging in sample one and four. In sample two and three, black foreign material on the inside of the outer packaging and a yellowish foreign material on the inside of the inner packaging was identified. No functional performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported contamination issue as foreign material were noted in inner and outer packing. A definitive root cause for the alleged contamination issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2027), g3 h11: h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of twenty for this event. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2027). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the package, a contamination of foreign material was allegedly found. The procedure was completed by using another device. There was no reported patient involvement.